Event description:
It was reported that this implantable pacemaker exhibited noise. This device was surgically abandoned, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.